Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler/heater will not turn on. This is a back-up unit and was in the pump room. The user facility's biomedical engineer (biomed) noticed the on-button was turned on, but the unit was not running. There was no pt involvement.

Manufacturer narrative:
This complaint could not be confirmed since the product was not available for eval or testing. The user facility's biomedical engineer (biomed) is going to try and repair the cooler/heater. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.